Event description:
Patient in operating room (or) for robotic nephrectomy. During surgery, the surgeon placed a clip applier into a 12mm covidien short step port with cannula seal. At which time the rubber part was pushed into the patient's abdomen. At the time the patient was bleeding, and it was not retrieved immediately. After the bleeding was under control, the surgeon and the all personnel in the room searched for the rubber piece for over an hour. He then converted to laparoscopic to further look for the piece, to no avail. He contacted and consulted the company rep to clarify the makeup of the piece. He closed the wounds without finding the piece.